Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. The cath lab md complained that there was something wrong with the super arrow-flex (saf) sheath and balloon in the rediguard intra-aortic balloon (iab) set. During insertion of the iab catheter into the right femoral artery, the md found that the saf sheath and iab kinked. Prior to insertion the md properly vacuumed the iab catheter inside of the tray, but the catheter still stuck in the sheath. The md removed the failed catheter together with the sheath and then replaced them with a new kit. The md completed the procedure successfully with the second kit using the same insertion site (same artery). Although the procedure was delayed for 10 minutes, there was no harmful outcome to the pt. There was no reported pt death, injury or complications. Surgical/medical intervention was not required.